Event description:
On (B)(6) 2011, patient reported that he experienced elevated blood glucose in the 300-500 mg/dl range due to kinked infusion cannulas. Target blood glucose is 80-160 mg/dl, and patient treated elevated blood glucose by insulin injections. There were no issues with the preparation of the infusion sets. Headsets are inserted manually, and the cannulas kinked during insertion. There was no insulin leakage. These concerns were ongoing, and blood glucose did not lower after a new headset was inserted. Patient started using this type of infusion set in (B)(6) 2011. No product will be returned for evaluation. The patient did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for evaluation.